Event description:
The customer called to report the they were hospitalized for low blood sugar levels. It was indicated that the customer was a new user and they were connected to the pump while doing a manual prime. In addition, the customer stated the they will stay off the pump until they receive more training. At the time of the call, the customer was educated on the proper priming and set change techniques.